Event description:
The patient's father reported the patient's blood glucose levels rose above 300 mg/dl while wearing the pod on the leg for between 5 and 24 hours. The pod was reportedly leaking during wear. Patient was nauseous and vomiting. The patient's father called the diabetes emergency line and was advised to change the pod. When the pod was removed, the pod's cannula was found bent. As treatment, the pod was replaced and a manual bolus was delivered. Patient was given two boluses of 5 units and a bolus of 10 units.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Cloud - locked down/smartphone: data not available. Cloud - omnipod 5 software app version: data not available. Cloud - smartphone operating system: data not available. Cloud - smartphone hardware: data not available. Cloud - cgm sensor type: data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.